Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve dislodged. Initially reported that the vizigo sheath was not recognized on the carto 3. No error codes were present. Timing was approximately 20 minutes after the start of the procedure. Unplugged and re-plugged the cable. In addition, replaced the cable but the issue continued. The issue was resolved by replacing the sheath with another new one. The procedure was completed without patient's consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 30-sep-2025, observed the hemostatic valve dislodged inside the hub component. The event was originally considered non-reportable, however, bwi became aware of the hemostatic valve dislodged inside the hub component on 30-sep-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 16-sep-2025. A visual inspection and functional test evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub component. Further analysis under image magnification showed stress marks on the hemostatic valve. However, no damage to the silicone ring was found. The sheath was connected to the carto system and was recognized properly, no other anomalies were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The recognition issue reported by the customer was not confirmed, the hemostatic valve condition is not related to the event reported. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Slowly remove or insert the dilator or other devices. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿recognition¿ issue. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the biosense webster inc. Analysis finding of the ¿hemostatic valve dislodged inside the hub component¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).